Manufacturer narrative:
The device was not returned to pelton & crane but rather visually evaluated by a pelton & crane authorized distributor. The distributor informed pelton & crane the ceiling support/bracing was not adequate to support a dental track light as required by pelton & cranes installation instructions. Therefore, this is considered installation error. Pelton & cranes installation instructions and warnings clearly identify the need to provide adequate framing to support at least 200 pounds in regards to proper ceiling bracing requirements to support the pelton & crane helios track mounted dental lights. Please note, the dealer nor the doctor could provide the serial number of the pelton & crane helios track mounted dental light therefore pelton & crane is unable to determine the serial number or the age of the device. Device not returned.

Event description:
The dr. Was positioning a pelton & crane helios light when the complete light with track fell off the ceiling hitting the doctor on the head causing a laceration and contusion. The dr. Went to the emergency room and received a tetanus shot and had the laceration on his head glued together.

Event description:
The dr. Was positioning a pelton & crane helios light for use when the complete light with track fell off the ceiling hitting the doctor on the head causing a laceration and contusion. The dr. Went to the emergency room and received a tetanus shot and had the laceration on his head glued shut. This MDR is linked to manufacturer report 1017522-2017-00060.